Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer for physical evaluation. There was evidence of dried fluid present within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was initiated and failed due to a heater bag (hb) not detected warning during set up of the treatment. A valve actuation test and system air leak test passed. The load cell verification test failed due the heater tray rubbing against the top cover on the front panel side which was adjusted to continue testing. The cycler tested positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A second simulated treatment was initiated and failed due to a hb make sure the hb is on heater tray and unclamped warning during set-up. The inspection also found the hp1 filter to be clogged which was replaced with a clean filter. The touch screen fell out of the front panel assembly during the inspection. A known good front panel assembly was installed to continue testing. A third simulated treatment was performed and completed without failures. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Correction: PMA #.

Manufacturer narrative:
Correction: concomitant medical products and device evaluated by MFR.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported no alarms occurred and that this was noticed at the end of treatment when they opened the cassette door. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues.